Event description:
An 8 fr catheter inserted on 8/14/96, a chest x-ray revealed that a portion of the catheter was noted to be in the pt's right atriumand superior vena cava. This was removed percutaneously by an interventional radiologist. The proximal portion was removed surgically.